Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported fracture of 6fr rist noted before reaching internal carotid artery (ica). Vessel tortusoity was severe. 6 fr. Rist prepped per IFU indications, flushing rist with heparinized saline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
'It was reported that during a procedure involving the 5.5fr. Rist select sim2 120cm and the 6fr. Rist 105cm guide catheter, accessed via the right radial to the left internal carotid artery, an almost complete fracture of the 6fr. Rist occurred just proximal to the strain valve. The 5.5fr. Sim2 rist select accessed the left common internal carotid artery without issue and advanced into the left internal carotid artery. The 6fr. Rist 105cm traversed over the 5.5fr. Sim2 select catheter without issue and was positioned just below the horizontal petrus as the rist select catheter was removed. Upon flushing the 6fr. Rist 105cm, the fracture was noticed. The 6fr. Rist guide was removed and replaced with a new 6fr. Rist from a different lot number. No patient complications have been reported as a result of this event.'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported placement of 6 fr. Rist with the sim2 select location was within the left internal carotid artery (ica) at the level the cervical section of ica to treat a middle meningeal atery (mma). Tourtousity was very minimal at best in traversing 6 fr. Rist to lica from right radial approach. Oth the 6 fr. Rist and 5.5 fr rist sim2 select catheters were prepped per instructions for use (IFU) guidelines and flushed with a continuous pressurized heparinized flush connected to the rist guide system.

Manufacturer narrative:
H3: product analysis: as found condition: the rist catheter was returned within a shipping box and a plastic bio-pouch. Visual inspection/damage location details: no damage was found with the rist catheter hub. The rist 071 catheter body was found broken at the strain relief at ~4.1cm from the proximal end of the catheter hub; retained by the inner wire. The rist catheter distal tip was found to be in good condition. Testing/analysis: the rist catheter total length was measured to be ~108.6cm and the usable length was measured to be ~104.5cm, which is within specification. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. Catheter separation/break can be caused by advancing/retrieving intraluminal devices against resistance, vasospasm, patient vessel tortuosity, entrapment in vessels, and excessive force. In the event description, entrapment in the vessel, excessive force during advancement or retrieval, and vasospasm were not mentioned in the customer¿s report, which rules out these potential causes. In this case, it is possible that the patient¿s severe vessel tortuosity contributed to the reported event. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.